Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore the device was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm that was identified during initial assessment of a homechoice device. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A system error (se) 2240 alarm was identified by product analysis lab (pal) in the alarm log during evaluation of a homechoice (hc) device. The se 2240 occurred (B)(6) 2010 at 1151. On (B)(6) 2010, product surveillance spoke with the hp's nurse who stated that she had seen the patient on (B)(6) 2010 and he had not reported any issues. The patient was doing fine with therapy and no patient injury or medical intervention was reported.